Event description:
It was reported that the 9800 system had half the monitor black during a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage cable, interconnect cable, and the lemo pin connector were replaced during the service call. The system was tested and found to be working as intended and put back into service.